Manufacturer narrative:
The certas valve was returned for evaluation. Device history record - review of the history device records was not possible as the lot number was unknown. Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the silicone housing was torn around the siphon guard. The valve was hydrated. The valve passed the test for programming, siphon guard, and pressure. The valve was flushed, no occlusions noted leaked from damaged silicone housing around the siphon guard. The valve was leak tested, failed leaked from the damaged silicone housing around the siphon guard. The root cause for the problem reported by the customer was due to the cut/tear in the silicone housing around the siphon guard this was probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas plus valve was not working after placed in a patient for a vp shunt. The valve was removed from the patient and replaced. No surgical delay was reported.